Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). No changes were reported. There were no patient consequences.

Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator (ICD) after continued post-paced t-wave oversensing (pptwos). There were no patient consequences.